Manufacturer narrative:
The technician found the retainer latch on the trend assembly was broken. The technician replaced the trend assembly to repair the bed.

Event description:
Info received indicates the bed will not go into reverse trendelenburg.